Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "pain, swelling and extreme discomfort". Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product." Patient later reported capsular contracture bake grade iii. The device remains implanted.

Event description:
Patient reported left side "pain, swelling and extreme discomfort". Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product." Patient later reported capsular contracture bake grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.